Manufacturer narrative:
A good faith effort attempt confirmed the device had not sound. The following functional tests were performed: the remote service engineer (rse) talked to the customer and confirmed a speaker malfunction error message was displayed. The rse provided the customer with the requested quote for a replacement device. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The customer was provided with a quote for a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone#: (B)(6) e1: reporter phone# : (B)(6).

Event description:
It was reported the mx40 patient wearable monitor was presented with a speaker malfunction error message. The device was in use on a patient. There was no report of patient or user harm.